Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the upper and lower cases were broken and contaminated, that the heart wire block, battery drawer, battery latch, bail cover, ring cover, heart wire contacts, battery contacts and heart lead flex were contaminated and the ring was bent. The device was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.